Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the event history log revealed air in line messages. The service history record (shr) review was completed and revealed no findings that could have directly contributed to the current complaint. The reported condition was verified. The cause of the condition was determined to be a failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line when no air in line is visible. The event occurred during set up for use in the IV therapy department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.